Manufacturer narrative:
The company representative examined the system and replaced the power supply. The system was then tested and met specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the system spontaneously turned off before a vitrectomy procedure. The patient had received local anesthesia and was kept under observation during troubleshooting. The power supply was changed to proceed with the case using the same system; however, there was a five hour delay. There was no patient harm.